Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle was missing the sterile seal which caused a sterility breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: four photos of a 32g x 4mm pen needle carton containing pen needle samples were returned from lot. No. 7101678, cat. No. 320477. Visual examination of the returned photos was carried out and it was observed that some samples were missing the teardrop label. Evidence of a teardrop label being applied was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: this issue occurred due to a mechanical set up of the top seal station. CAPA (B)(4) was raised to address this issue.

Event description:
It was reported that bd ultra-fine¿ pen needle was missing the sterile seal which caused a sterility breach. No serious injury or medical intervention was reported.